Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system was oversensing resulting in inappropriate shocks. The physician performed an invasive procedure and noted an insulation break distal to the yoke on the transvenous defibrillation lead. The physician elected to explant the lead. The ICD remains implanted.